Event description:
It was reported that the flushing pump had a damaged pump head. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was not returned to the regional service center for inspection and the reported failure was confirmed because the investigation will be performed based on the provided information by the customer and field service. In addition, the following reportable malfunction was identified during the device evaluation: replacement of pump head due to insufficient flushing capacity= 126ml/20s. After replacement performance= 242ml/20s. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since damaged pump head due to insufficient flushing. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.